Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line was discolored on multiple cartridges. Reportedly, the drops of insulin were not discolored. However, the contact attempted to rub the tubing with an alcohol wipe and reported that no color came off. The customer had not been wearing brown clothing. There was no impact to the customer's blood glucose level. Recommendation was made by tandem's technical support for the contact to change the cartridge.